Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had frozen display, no response from any button and display was not blank. Customer's blood glucose value was 7.1 mmol/l at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
The device was received with blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify frozen display, no button response, time and clock anomalies or back light anomalies due to blank-flashing white lcd.